Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was discarded by the facility; therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the delivery catheter system (dcs) was unable to be advanced through the non-medtronic sheath and past the aortic arch due to calcification and tortuosity. As the delivery catheter was withdrawn, hypotension occurred, and a dissection of the abdominal aorta was found. An endovascular aortic repair was performed and the valve was not implanted. No other adverse patient effects were reported